Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital ICU after undergoing a ventricular ablation. The patient experienced episodes of asystole. The asystole was due to oversensing noise. External emi was suspected. Device was reprogrammed and the patient remained in the ICU. No further available.